Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port monopolar curved scissor instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument was returned with 0 uses remaining. Additional observation(s) not reported by site: the instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately in 1.30mm x 1.80mm size. The instrument was found to have a detached fragment. The detached fragment broke off from the instruments tube adapter. The detached fragment was not returned with the instrument. The probable root cause regarding the instrument would not move or function cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the single port monopolar curved scissors instrument would not move or function. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument would not move, and the instrument remained static. There was nonphysical damage to the instrument and the instrument was already returned.